Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
.

Event description:
Boston scientific received information that the left ventricular (lv) lead displayed increased pacing impedance measurements from the remote patient monitoring system. Additionally, noise was observed on the lv lead. No adverse patient effects were reported as a result of this clinical observation. Information from the local sales representative indicated that the patient was seen in the clinic and the lv configuration was reprogrammed. It was believed that an xray was performed as well. Following the reconfiguration, the noise and increased pacing impedance measurements went away. No further information was available.

Manufacturer narrative:
--